Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a lead impedance out of range alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 28 of 30 lifetime v-sic occurred since (B)(4) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. Ventricular pace impedance drops from an approximate baseline of 500 ohm to 171 ohm on (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d274drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2011. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient presented to the emergency room after hearing an alert. Interrogation indicated that there was low impedance on the right ventricular (rv) lead. The threshold had also increased, and there were short interval counts (sic). During the revision it was noted that there was an insulation breach in the pace/sense portion of the lead just proximal to the trifurcation portion. Blood was observed in the insulation at this area. It was also reported that the helix would not retract so the lead was cut and capped and a new lead was implanted. No patient complications have been reported as a result of this event.